Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: "low blood glucose (bg) was not entered into the pump by the user and lowest bg recorded by continuous glucose monitor on (B)(6)2019 was 72 mg/dl. User made bolus requests without entering current bg and while still having insulin on board (iob). Cartridge change sequence was completed at (B)(6)pm. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure."

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated and low blood glucose levels. Bg values not provided. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.